Event description:
It was reported that, "primary surgery was done in 2008, and she was well, but recently she got the feeling something strange was on her knee and visited the hosp. Surgeon found out this pt showed hyperextension and m/l laxity and surgeon considered post fx and did revision surgery. Surgeon found out that insert post was broken.

Manufacturer narrative:
Device eval anticipated, but not yet begun. No eval will be performed. Additional info has been requested and if received, will be provided on a supplemental report.